Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during use of a stopcock. This was reported to have occurred during an unspecified emergency transfusion in the hospital. The reporter stated that blood was noted on the floor. The nurse replaced the set to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.